Manufacturer narrative:
Concomitant products: 4968-60 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response the device detected as fast ventricular tachycardia. The patient was hospitalized for observation and it was discovered that the patient had been taking a lower dosage of their prescribed medication. Their medications were adjusted in order to control their af. The implantable cardioverter defibrillator (ICD) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.